Manufacturer narrative:
Device evaluation- two used samples were received for evaluation. For one of the samples, delamination was seen at one of the filter/tube joins. One of the samples was given functional testing; this showed leaking at the air vent of the filter. It was determined possible that the filter issue was caused by use of an infusion solution high in surfactants or silicone oil transferring from a filling syringe during preparation. The issue was not attributed to a manufacturing issue but cause was not definitely established.

Manufacturer narrative:
Product complaint analyst.

Event description:
Information was received indicating that there have been several instances of blinatumunab and one instance of fluorouracil leaking at the filter site of a smiths medical cadd administration set tubing. The lot number is unknown, but possible lot numbers are 3957622, 3910211, 3910210 and 3931790. There was no patient/clinical injury.